Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation no foam particle were noted in the air path, yet foam degradation was noted. The device sound abatement foam needs replaced to address the issue. Also device display error codes. The device was scrapped.